Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of noise was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the nose cone had discolored bands and the device heated up to 161 degrees fahrenheit which is beyond spec. Of 118 degrees fahrenheit. During repair and disassembling of the device it was discovered that the nose cone was worn from normal use and the bearings were corroded which was consistent with creating heat. The assignable root cause was determined to be due to worn bearings due to use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance, it was observed that the attachment device made a noise when a burr was inserted and manually turned. During in-house engineering evaluation, it was observed that the device nose cone had discolored bands and the device heated up to 161 degrees fahrenheit, which was above specification of 118 degrees fahrenheit. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.